Event description:
Unit reported as having no audio alarm or audible keyboard "clicks". There was no pt involvement. Biomed was able to duplicate problem once. Mallinckrodt service rep (cse) was unable to duplicate problem. Circuit boards were re-seated to ensure proper connections. No components were replaced. The unit ran and passed post, total est and electrical safety checks. The unit tested to specifications.